Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 03/21/2023. An investigation was conducted on 03/22/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The gray silicone insulation on the tip of the cold jaw was observed to be peeled and detached, exposing the metal tip of the cold jaw. The detached gray silicone insulation was not returned for evaluation. The gray silicone insulation on the hot jaw was observed to be intact with no visual defects observed. There were no visual defects observed on the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw/delaminated" was confirmed. The lot #3000259635 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoviewhempro vh-3500 jaws/tip was peeling; nothing fell into the patient. The jaws were not open during the insertion. No resistance was noted. No additional incisions or procedures were required. They had to open another hemopro to finish the case. No procedural delay. No injury to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.